Manufacturer narrative:
(B)(4). Cross functional team spoke with dr. (B)(6) who was happy to speak with us. This patient was a female in her (B)(6) who was morbidly obese. Patient had previously had a laparoscopic gastric band placed. Dr (B)(6) was performing a laparoscopic band revision to sleeve gastrectomy ((B)(6) 2012). No anomalies were observed during the initial procedure, the staples were properly formed. Dr (B)(6) typically uses green with seamguard for the entire sleeve and used everseal along all staple lines. The black load with seam guard was used at the area of stomach where the previous band was placed. He felt the tissue was thicker in this area due to the fibrous capsule which results. Sometimes he removes this capsule but in this patient, he elected to leave it as it was somewhat adhered. He then used the green for one final firing above it. No reinforcing sutures were placed (not a habit). Patient had a swallow study post op day 1 and results were found to be normal. Patient did well initially. One and half weeks post op the patient was reoperated due to a leak at the location of the black cartridge. The staples seemed to be well formed but significant inflammation (inflammatory conglomeration) was present. Several spots along the black staple line were open. No unformed staples were observed. Drains and a stent were placed. Patient was monitored and seemed to be doing better but would not heal. Patient was converted to a gastric bypass when the leak would not heal in (B)(6) 2012. One week post op of the gastric bypass, the patient presented with an esophageal aortic fistula and subsequently died due to exsanguination. Dr. (B)(6) typically uses green seam guard for entire sleeve, but elected to use a black due to the fibrous tissue/scarring from the previous band placement. He indicated that he has also considered that the stomach tissue where the band was previously placed may not heal as well and that it was certainly thicker due to the fibrous capsule. The device was discarded and no lot or batch # is known.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Event occurred in 2012. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a bariatric procedure, the patient had a leak and expired. No device returning. No further information provided.